Event description:
It was reported that the customer received a no delivery alarm from his insulin pump during a bolus. The customer's blood glucose level was 150 mg/dl. Standard troubleshooting was performed. During a fixed prime, the insulin pump alarmed no delivery and insulin did not exit. The customer was advised to push the insulin through with a plunger at the reservoir after disconnecting and reconnecting the reservoir and infusion set at the tubing connector. The customer stated insulin did not exit and there was a greater than normal resistance. The customer was informed that the no delivery alarm was caused by the infusion set and reservoir connection and advised to replace the infusion set and reservoir. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.